Event description:
The customer reported that at the beginning of a run, they observed leakage under the wash station on the ortho provue analyzer.

Manufacturer narrative:
Customer stated that the provue analyzer was leaking fluid under the wash station. According to the field engineer (fe), the customer detected the leakage at the begining of the run after passing qc. An fe performed repairs and confirmed proper operation, returning the instrument to its expected function. No erroneous results were reported. No death or serous injury was reported as a result of this incident. Mts was not able to rule out instrument malfunction. The possible affect of the reported condition is that the probe could drip either wash solution a or b into a reagent vial and dilute the reagent or sample resulting in a weaker reaction for a test. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.